Manufacturer narrative:
Medtronic received the following information from the journal article entitled: "one-year outcomes of the begraft stent graft used as chimney graft in conjunction with the endurant device for the treatment of complex abdominal diseases." Gergana t taneva, marco v usai, georgios a pitoulias, giovanni torsello, martin austermann and konstantinos p donaseur. J vasc endovasc surg, https://doi.org/10.1177/1708538119843422. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent grafts were implanted in patients for the endovascular repair of abdominal aortic pathologies using the chevar technique. The following events were reported: death

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that none of the adverse events were related to the mdt devices.